Event description:
During open reduction internal fixation (orif) procedure of the right ankle the surgeon was using a drill when the drill bit broke off into the patients ankle. The fragment of the drill bit was retrieved by the surgeon.